Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead - (B)(6) 2012; 507645 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
The patient called to report that per the nurse the third lead was taking more energy to work. The patient stated that they could feel their heart beat before and now since the reprogramming they cannot feel it anymore. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Follow up was conducted and from the information obtained it was confirmed that the left ventricular (lv) lead had an increase in th resholds. The lv lead was reprogrammed and remains in use.it was noted that the lead will continue to be monitored. No patient complications have been reported as a result of this event.